Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt reaching eri during the analysis. Visual inspection of the header observed cautery mark on the can, but no anomaly related to the field concern found. Electrical analysis performed under nominal conditions indicated normal functionality. Further battery assessment at various pulse amplitudes measured current levels within normal range and no indication of premature depletion was noted. Longevity assessment was performed based on average drain current and the device exceeded seventy-five percent of projected longevity indicating normal battery depletion.